Event description:
Patient had a new system implanted on (B)(6) 2024. The previous 37800 stimulator and 2 leads were removed and replaced with new ones and set aside. Before leads were removed an egd was performed and no migration or anything out of the ordinary was noted. System appeared to be operation normally. Impedance was also checked and was in the normal range. New system implanted and all impedance and settings were set and were normal. Patient previous settings were 7.4 v, 14 hz, and cycle time of 2 sec on and 3 sec off. New stimulator was set at nominal settings of 2.7 v, 14 hz rate, .1 on and 5 sec off. Impedance was 534. All in normal range. Patient had mentioned to provider during last couple of appointments that she could feel the stimulation and her symptoms were a bit worse. The battery was checked and was still good. It was decided by both the patient and the surgeon to replace the system which occurred on (B)(6) 2024. The patient is doing very well after the surgery and follow and is reporting no issues and is not feeling any stimulation. I suggested that we could possibly send in the old device and leads to have them evaluated. The leads unfortunately had to be cut to be removed.